Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl-"high", specific value not provided. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer was released the same day with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.